Event description:
It was reported that the patient was able to feel stimulation, but it made her back feel ¿funny.¿ the patient stated that her back had always felt strange, as though she had a ¿rod in her back.¿ the patient stated that she had a sensation on her butt down to the calf of her leg. The patient had reportedly experienced a similar sensation before, once in her calf and once in her thigh. The patient stated that if ¿she had had a knife, she would have jammed it into her thigh to make it quit, because she could not do anything to get any kind of relief.¿ it was noted that the patient had gotten relief after ¿what seemed like an eternity.¿ the patient stated that she now did not know if stimulation was on or off and had nerve sensations in her hands and did not know if the sensation in her butt and thigh were from the implant. The patient stated that she was in severe pain and she could not get up. The patient stated that all she could do was sit in a chair. The following day, it was reported that the patient had been in pain since five days prior to this report. The patient stated that her leg was bothering her and she had rested. The patient stated that three days prior to this report, she had hurt herself ¿carrying the water in.¿ the patient stated that she had taken oxycontin and was able to get home, but then ¿carried the water in¿ and injured her coccyx. The patient stated that when she used the patient programmer, she had ¿full nerve pain¿ from her big and little toes going up her leg so she turned it off. The patient stated that she had had reflex sympathetic dystrophy since 1993 and had injured the nerves in her back and ¿nothing was working like it should¿ and it was getting worse. The patient stated that she was scared and did not sleep the night prior to this report. The patient stated that she took a methodone but it made her itch. Additional information was requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3777-45 lot# serial# (B)(4), implanted: 2011 (B)(6); product type lead product ID 3777-45 lot# serial# (B)(4), implanted: 2011 (B)(6); product type lead. (B)(4).